Event description:
It was reported that there was oversensing of the right ventricular (rv) lead signal by the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) . This resulted in stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data. No adverse patient effects were reported. Currently, this crt-d remains in service.